Manufacturer narrative:
Device received unable to perform the displacement and self test or verify missing segments/partial display anomaly due to cracked bleeding lcd noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 272 mg/dl at the time of the incident. Customer stated that they were not able to run self test due to not being able to see screen. Customer reports that the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.